Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event of an infusion set fallen off on (B)(6) 2024. Patient also experienced diabetic ketoacidosis issue. Blood glucose level was 1140 mg/dl at the time of the event. Patient was hospitalized. Patient was treated with insulin drip. Patient was found positive for high ketones. No further information was available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.